Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm. The insulin pump had battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that the button error occured during bolus. Troubleshooting was done. Customer's blood glucose was 136 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.